Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient controller displayed the "replace generator soon" error message. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective was restored.